Event description:
It was reported the handpiece locked up during a gastric procedure. The sales rep was present and troubleshot the problem and found the handpiece to be defective. The case was completed using a second handpiece. There was no pt consequence.